Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced noticed stains on the vest due leakage, which was caused by fine hairline cracks in the tubing at the connection to the syringe. The cracked tubing led to intermittent medication leakage. No further information available.